Event description:
The patient had a helex septal occluder implanted in 2007, to close a pfo (patent foramen ovale). There were no delivery issues at implant, but the pfo defect was associated with a long tunnel. When the occluder was released from the catheter the physician noted what he considered to be an unusual shape. He described a portion of the left disc was not flat on the septum, but at an angle away from the septum. Several months later the patient came to the hospital to have a patent ductus arteriosus closed and the helex frame fracture was discovered incidentally. The fracture appears to be on the lock loop. Echo studies indicated that the discs were flat and stable on the septum at this last follow-up. Echo with contrast valsalva was conducted and a significant residual shunt was discovered. The device remains implanted while the physician determines the future course of action.

Manufacturer narrative:
The device remains implanted. The lot # remains unknown.